Event description:
It was reported that there was some resistance at the start during removal of the drain tube. While the user was removing with a gentle and slow force, holding the body surface of the patient, the flat part of the drain was broken off.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.